Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while the physician was implanting the right ventricular (rv) lead, the helix of the rv lead failed to extend and was eventually damaged. The rv lead was not used and replaced. The patient was in stable condition.